Event description:
Initial result for a pt glucose was 69 mg/dl. When repeated, the result was 163 mg/dl. The incorrect result was not used to guide treatment. The field service rep found the reagent syringe adapter was worn and repaired the instrument by replacing the syringe adapter.